Manufacturer narrative:
Lot number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the balloon returned in the post deflation state with an unknown guidewire, the size indicated on the strain relief the guidewire was measured and confirmed as 0.018¿, there was no damage observed to the tip or the balloon bond, dried biologics were noted in the balloon the reported event of ¿post procedure patient suffered target lesion restenosis¿ cannot be confirmed from the returned device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure three in. Pact 018 drug coated balloons were used to treat the patient. Post procedure patient suffered target lesion restenosis. Subject had leg cramping since coronary angiogram. Subject continued to have leg cramping despite current medication regimen. Subject agreed to proceed with peripheral angiogram. Peripheral angiogram revealed 100% occlusion to the target lesion right superficial femoral artery. Lesion reopened with intravascular lithotripsy, ballooning, scoring balloon, cutting balloon, an inpact admiral drug-coated balloon. Subject will be referred to vascular surgery for right common femoral endarterectomy. Patient recovering.